Event description:
It was reported that the d97120f5 swan-ganz bipolar pacing catheter would not capture. The generator and cable were changed and it was still unable to capture. Then the wire was changed and it captured. There was no allegation of patient injury. The device is available for return. The product is expected to be returned for analysis but has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Our product evaluation lab received one (B)(6). The customer report of unable to capture was confirmed. Continuity testing confirmed full open condition in both distal and proximal circuits. A cut down of the catheter body was performed to expose the pacing lead wires. The distal lead wire appeared to be detached from the solder. Proximal lead wire was broken near the lead wire port. Insulation was not present at the break. The catheter body was found cut by the proximal lead wire at the lead wire port. The cut was 0.01 inches long. The balloon inflated clear and concentric with 1.3 cc air and remained inflated for 5 minutes without leakage. No visible damage was observed from the balloon and windings. An engineering evaluation was completed. The complaint for pacing difficulty was able to be confirmed through objective evidence from the product evaluation with the failure code of broken lead wire. Based on the available information, the complaint for pacing issue cannot be associated to the manufacturing process defect. Therefore, a root cause could not be determined at this time. The instructions for use provides the following precautions and warnings: may result from pulling the catheter out through the percutaneous sheath. Avoid forceful wiping or stretching of the catheter during testing and cleaning as not to break the electrode wire circuitry. Since proper functioning of the pacing catheter depends on the electrical continuity of its electrodes and internal wires, care should be exercised when handling the catheter. Additionally, as part of manufacturing a final continuity test is performed to the electrodes during the final inspection.